Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began "a few days" prior to contacting lfs for assistance. The patient manages her diabetes with novolog insulin through pump therapy. The patient continued to take her usual dose of medications. At an unknown date/time before the alleged issue began, the reporter claims the patient had symptoms of stomach ache, dark circles around the eyes and lethargy and vomiting. On (B)(6) 2012, at 10:30am the patient was taken to the emergency room (ER) and obtained a blood glucose result of "79 mg/d" with the ER/ hospital meter. The reporter denied the patient received medical treatment since the patient's blood glucose was within a "normal range." The cca was not able to walk the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged "error 5" message remained unresolved.

Manufacturer narrative:
Follow-up # 1 (02/11/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was found to function properly with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.